Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event is premature tensioning of the external suture. On the package, there is a label instructing the user as follows: "if resistance is felt during implant insertion, advance trocar to depth stop and rotate trocars back and forth with controlled pressure. This will avoid damaging the implants. To avoid premature tension to construct do not pull external suture before releasing trocar #2. Do not trap external suture against handle. After implanting #1, do not move device before releasing #2." This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a repair of a meniscal tear, the sliding knot would not slide; the surgeon cut the sutures and the implants remained behind the meniscus. The case was completed with another brand of similar device. No further patient or event information was provided at the time this event was reported.